Manufacturer narrative:
Concomitant medical products: dtmb1d4, crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced some bruising over the cardiac resynchronization therapy defibrillator (crt-d) pocket that failed to resolve. Eventual drainage was observed. The patient underwent a pocket revision for concern of infection approximately five months after the bruising was noticed. The drainage continued and the system was removed the following month for concern of chronic pocket infection. No further patient complications have been reported as a result of this event.